Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure before ablation, to treat an atrial fibrillation (a fib). During the procedure the guidewire became stuck. It was stuck into the inner lumen. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.